Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) was showing no ventricular pacing percentages and blank histograms because the implant detect was not completed. The right ventricular (rv) lead exhibited low r-waves. The ipg implanted detect was completed the next day which cleared the issue. The ipg and rv lead remains in use. No patient complications have been reported as a result of this event.